Event description:
It was reported that the right atrial (ra) lead exhibited episodes of inappropriate automatic mode switch due to noise via review of remote transmission. No intervention was performed and no patient symptoms were reported.